Event description:
It was reported that a rotaburr detachment had occurred. The 90% stenosed lesion was located in the severely calcified and severely tortuous mid right coronary artery (rca). A guide catheter and guide wire were advanced to the target lesion. The wire was then exchanged to a rotawire extra support. A 1.75mm rotalink¿ plus was prepped and pre-tested before advancing to the target lesion. On the 1st ablation, the device crossed the lesion at 200,000rpm without any resistance. Ablation was changed to slow motion at 12,000rpm and was performed twice, 10 seconds each. The physician then felt a ¿discomfort¿ and then noted the burr detached but remained on the wire. The rotalink¿ plus was removed followed by the burr on rotawire from the patient. The wire was then reinserted and the procedure was continued. No patient complications reported and the patient's condition is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation. The complaint unit was returned connected to the catheter. A visual examination of the complaint unit was carried out. The advancer knob was locked upon return in a backward position, it was loosened and advanced in order to inspect the handshake connection. The handshake connection was inspected and the coil proximal to the handshake connection was observed to be kinked. The burr of the device was detached and returned on a rotawire. The drive shaft was examined and it was noted that the distal coil was stretched. The annulus of the burr was inspected and no damage was observed. There was evidence of adhesive on the coil and base of the burr which revealed that the burr was attached to the coil during the manufacturing process. No issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a rotaburr detachment had occurred. The 90% stenosed lesion was located in the severely calcified and severely tortuous mid right coronary artery (rca). A guide catheter and guide wire were advanced to the target lesion. The wire was then exchanged to a rotawire extra support. A 1.75mm rotalink¿ plus was prepped and pre-tested before advancing to the target lesion. On the 1st ablation, the device crossed the lesion at 200,000rpm without any resistance. Ablation was changed to slow motion at 12,000rpm and was performed twice, 10 seconds each. The physician then felt a ¿discomfort¿ and then noted the burr detached but remained on the wire. The rotalink¿ plus was removed followed by the burr on rotawire from the patient. The wire was then reinserted and the procedure was continued. No patient complications reported and the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years old or older. (B)(4).